Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients superion indirect decompression spinous process 12mm spacer was explanted due to ineffective therapy. The patient has fully recovered. The device was discarded and therefore will not be returned.